Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.  Further information was requested but not received.

Event description:
During follow-up, episodes of undersensing were noted on the device. An in-clinic follow-up is anticipated to address the issue but not yet scheduled. The patient was in stable condition.